Event description:
CT unit locked up and shutdown halfway through scan. Second scan resulted in device shutting down again. Patient was given contrasts during both tests. Manufacturer response for CT scanner, (brand not provided) (per site reporter). Responded to service request.